Manufacturer narrative:
Siemens headquarters support center (hsc) completed the investigation of the discordant, falsely elevated cardiac troponin I (ctni) results. Hsc has reviewed the instrument data and the information provided. Quality control (qc) and calibration were within specification at the time of the event and no other patients were reported to have experienced a similar event. Siemens requested the patient sample be sent to siemens for investigation. The sample was returned to the siemens technical support laboratory and was processed for troponin using the siemens vista ctni assay and an alternate siemens methodology. The vista recovered a troponin value of 0.061 ng/ml (which is above the 0.045 ng/ml 99th percentile for the method). The alternate siemens methodology recovered a troponin value below the 0.045 ng/ml 99th percentile for the method. The sample was reprocessed after treatment with a heterophile blocking tube (hbt) and no change in recovery was seen. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on a patient sample on the dimension vista 1500 instrument. The discordant results were reported to the physician (s) and were questioned. Two new samples were drawn from the same patient. The samples were reprocessed on two alternate non-siemens instruments and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.